Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually, and additional testing was performed. Dye testing confirmed a breach in the seal. The unit was submitted for bubble testing and the unit failed this testing as well. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that there was a defect in the packaging resulting in incomplete sterilization of the contents. This defect was found during the distributor's initial inspection of received products. The device was not sent to a user facility.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.